Event description:
It was reported that during thyroid lobectomy procedure, after intubating the emg tube into the patient, the tube continued to have a lot of artifact in the middle of the case and were able to continue the case and still monitor. The procedure extended less than 1 hour. There were no impact to the patient.

Manufacturer narrative:
H3: analysis of the device found visually, there was a yellowish residue on the cuff balloon on the distal end of the device when returned and surgical tape wrapped near the clamp shell on the proximal end. Under magnification, there were small holes in the ink traces underneath the adhesive and in the trace pads for all electrodes. Electrically, resistance from end to end shall be less than 200 ohms and the actual measurements were 174 ohms (blue), 234 ohms (blue with white stripe), 505 ohms (red), and no reading (red with white stripe) which all electrodes, except for the blue electrode, were out of specification. For further analysis, a stylet was used to manipulate the shape of the device, especially around the clamp shell, and all electrodes, except for the blue electrode, remained out of specification. Functionally, the device was connected to a nim system, and the trace pads were submerged in saline to perform an electrode check and functional testing, while manipulating with a stylet, and channel 1 failed the electrode check and, during functional testing, channel 1 had a lead off detection error and channel 2 had excessive feedback/noise. For additional analysis, a syringe was used to inject 15cc of air into the cuff and there were no issues during inflation or deflation. A review of the global complaint data showed one other complaint about this lot number. In the returned condition, there was an out of specification condition that was related to the complaint. This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting gu idance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.